Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reseating cubie pockets that had been ejected due to errors, and by users dropping medications into open drawers, leading to obstructions. A field service engineer removed a problematic pocket and its tab broken. The pocket was handed over to the customer with instructions to replace it. The customer was also advised to replace any cubie pockets that pop out in the future and confirmed they would follow the process and order replacements. The customer successfully recovered the drawer and completed inventory operations without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple drawers had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.